Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 1/4/07 that a customer had a problem with the dual lumen PICC. The customer reports "r arm prepped and draped accessed r basilic vein unable to advance catheter. Accessed r median antecubital vein catheter advanced with ease, but curled in axilla, unable to reposition successfully and catheter was discontinued - catheter intact, small amount of bleeding. Catheter then placed in the l basilic vein and advanced with ease, verified placement with cxr. Infant tolerated well with pacifier before and after procedure."